Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. The root cause of the access site bleeding was most likely patient condition since the patient was coagulopathic. To determine the true root cause of the ventricular tachycardia/ventricular fibrillation (vt/vf), sufficient clinical information would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The site had bleeding and a washout was done. Additionally the patient had 12 units of blood administered and the patient found to have a coagulopathy. During support, the patient also experienced a run of ventricular fibrillation treated with multiple shock/defibrillation.